Event description:
It was reported that the operating physician in the surgical intensive care unit was unable to aspirate a blood sample from the arterial catheter despite flushing the device. In addition, arterial pressure measurements could not be obtained. At the time of reporting, the device remained in situ. Additional information indicated that the arterial catheter was inserted into the left radial artery under ultrasound guidance and was secured following placement. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as stable. No additional medical intervention was required, other than the planned removal of the affected device and replacement with another arterial catheter.

Manufacturer narrative:
(B)(4).